Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing pump supplies, the patient experienced rising blood glucose due to an infusion set deployed incorrectly, as the needle guard was not removed prior to insertion; the connector and tubing were verified with insulin flow and a new infusion set was placed correctly, with insulin delivery resumed and replacements arranged. Symptoms included hyperglycemia with a reported peak of 325 mg/dl lasting approximately six hours, without ketone testing, backup therapy, or medical intervention. Outcomes included temporary interruption of therapy without lasting injury or hospitalization. Investigation included troubleshooting with user education and verification of infusion set function and placement. Investigation of this case revealed user error related to infusion set deployment. It was concluded that the event resulted from incorrect use of the infusion set rather than a device malfunction.